Event description:
It was reported by the customer, the gastrointestinal videoscope was microbiologically cultured three (3) times. Mold was identified in the biopsy channel during the third test. The other two tests found other bacteria as well. On (B)(6) 2022, the washings tested positive between one (1) to nine (9) colony forming units (cfus) of unidentified gram-positive bacilli. On (B)(6) 2022, the washings tested negative, no growth after seven (7) days. On (B)(6) 2022, the washings tested positive between one (1) to nine (9) cfus of coagulase positive staphylococci. On (B)(6) 2022, the scope and the washings tested positive between one (1) to nine (9) cfus of unidentified gram-positive bacilli. On (B)(6) 2022, the scope and the washings tested negative, no growth after seven (7) days. On (B)(6) 2022, the scope and the washings tested positive between one (1) to nine (9) cfus of coagulase positive staphylococci. On (B)(6) 2022, the scope and the washings tested positive between one (1) to nine (9) cfus of mold species. On (B)(6) 2022, the scope and the washings tested positive between one (1) to nine (9) cfus of mold species. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. During inspection it was noted, the angulation was lower than standard and did not meet specification and the adhesive on the bending section cover was cut and leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.